Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, no changes are deemed necessary to previously approved assessments. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The radiographs provided were reviewed and cannot confirm the limited rom the patient was experiencing. Without the part and batch number we are unable to confirm the use of smith and nephew devices nor can it be determined if the IFU/surgical technique was adhered to in this procedure. Therefore, we are unable to rule out a procedural variance as a likely contributing factor to the reported event, which does not represent a device malfunction based on the information provided, the clinical root cause of the reported excruciating pain and pinching cannot be confirmed, the reported apparent involved/caught popliteus cannot be ruled out as a contributory factor to the pinching, decreased flexion, and pain that led to the mua procedure and unresolved symptoms. The impact to the patient beyond the reported excruciating pain, pinching and the mua cannot be determined. Although the patient¿s rom increased from 115-120 degrees to 140 flexion post mua, this adverse event has not been resolved. Should any additional medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used, patient condition, surgical technique or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6, h10

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the radiographs provided were reviewed and cannot confirm the limited rom the patient was experiencing. Without the part and batch number we are unable to confirm the use of smith and nephew devices nor can it be determined if the IFU/surgical technique was adhered to in this procedure. Therefore, we are unable to rule out a procedural variance as a likely contributing factor to the reported event, which does not represent a device malfunction based on the information provided, the clinical root cause of the reported excruciating pain and pinching cannot be confirmed, the reported apparent involved/caught popliteus cannot be ruled out as a contributory factor to the pinching, decreased flexion, and pain that led to the mua procedure and unresolved symptoms. The impact to the patient beyond the reported excruciating pain, pinching and the mua cannot be determined. Although the patient¿s rom increased from 115-120 degrees to 140 flexion post mua, this adverse event has not been resolved. Should any additional medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used, joint tightness, material in use or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.additional information: d3

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a patient had a left tkr on (B)(6) 2021, at flexion around 115-120 degrees the knee is consistently "pinching", which is preventing the patient from getting full extension. Patient underwent a mua treatment on (B)(6) 2021. Popliteus is apparently involved/ caught. This adverse event has not yet been resolved.